Manufacturer narrative:
Device migration and device embolization requiring intervention are known potential adverse events associated with transcatheter valve replacement procedures. At this time the sapien xt valve is not indicated for use in the mitral position or within a pre-existing surgical valve, therefore the IFU and training manuals do not provide instructions on the steps for positioning and deployment of the valve in this position. In this case, per report, the cause of the mr and subsequent migration of the 26mm sapien xt valve was due to valve under-sizing (during the second procedure a 29mm sapien 3 valve was deployed) and anatomic factors.

Event description:
During a transapical transcatheter valve replacement procedure in the mitral position, post valve deployment of a 26mm sapien xt valve the patient was observed to have some lvot obstruction and moderate mitral regurgitation. On pod1, a tte demonstrated that the mitral regurgitation had increased and the sapien xt valve had migrated 3/4 cm into the left atrium. A surgical mid-sternotomy was performed. The atrium was accessed and the 26mm sapien xt valve was explanted and replaced with a 29mm sapien 3 valve. The patient left the operating room in stable condition. The lvot obstruction was attributed to anatomic factors and the valve size. .